Manufacturer narrative:
Pending investigation. D10. Concomitants: 128611 620-00-02 - platelet rich plasma kit with spray tips. 2443923 200-04-32 - cemented finned tib. Tra sz 3f/2t. 2584506 200-02-29 - three peg patella 29mm. 9414811 204-01-03 - ps cemented femoral sz 3. A20129044 620-11-02 - accelerate conc. Sys rep by 620-12-02. Aa5865 asa0030 - sterile disposable containers. Aa6096 1510-s - cemex system fast 70 gm.

Event description:
As reported via legal documentation, a patient had right knee replacement on (B)(6) 2013. They had right knee revision on (B)(6) 2023, approximately 9 years 6 months after their initial procedure. The spacer was completely worn out medially and somewhat laterally, posteriorly. After the femur was taken out, the tibia popped out on its own. All debris was removed. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected component, and investigation clinical codes.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 115 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear and failure of implant. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.